Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-sep-2025, the user¿s caregiver reported the user's touchscreen became unresponsive after the ilet device was cracked. A replacement was arranged. No blood glucose impact or injury occurred.